Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
User facility mandatory medwatch received that stated: "the nurse noticed near the end of his/her "volume depleted" even though approximately 100-150 ccs remained in the bag. The patient's partial thromboplastin time (ptt) drawn 45 minutes prior was 30.3 (ptt was 65.6 approximately 24 hrs prior). The pump had alarmed earlier in the night stating occlusion was above, then alarm stopped and pump continued. The pump was removed from service and the patient's heparin infusion was continued using a new symbiq pump. No adverse outcome to patient. The pump was sent to distributor for service and at the time of filing this report, the pump history/service record is not available." Upon further query the following information was provided that indicated, the patient received less medication than intended. On (B)(6) 2013 at 2107, the device was programmed to deliver heparin 25,000 units/250ml, at a rate of 19u/kg/hr, and the delivery was started. No further programming parameters were provided. On (B)(6) 2013 at 0946, the customer contact reported a new container was added. No specific programming parameters were provided. On (B)(6) 2013 at an unspecified time, the customer contact reported the patient's ptt (partial thromoplastin time) was 30.3 seconds. Approximately 45 minutes after the ppt was result was obtained, the device alarmed that the delivery was complete; however, approximately 100-150ml of medication was remaining in the container. The device was removed from clinical use. Therapy was resumed using a replacement device. No specific programming parameters were provided. On (B)(6) 2013 at 0647, the delivery rate was increased to 25u/kg/hr. No further programming parameters were provided. At 0848, the heparin was discontinued and th patient was discharged from the hospital. During testing at the user facility, the device passed testing. Though requested, no additional information was provided.